Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that an electronic transfer error has occurred.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Possible causes of the reported issue could not be determined and attempts to reproduce during internal testing (with mosaiq 2.60.297 and 2.64.255) have been unsuccessful. In the tests, the provided plan was imported and the mlc leaf positions were correctly displayed in both versions of mosaiq. The customer has been unable to reproduce the condition and has not encountered any further instances. Elekta have also been unable to reproduce this issue.

Event description:
The customer reported that an electronic transfer error has occurred.